Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing a brand new evis eus ultrasound bronchofibervideoscope underwent routine microbiological testing upon receipt at the facility, prior to any clinical use. The scope tested positive for moraxella contamination during the initial microbiological control. The scope was subsequently reprocessed on four separate occasions ¿ twice manually and twice mechanically, with one mechanical cycle including novozym 6 plus enzymatic cleaner ¿ and was retested following reprocessing. Two confirmed positive results for moraxella contamination. The scope tested positive for moraxella contamination a second time, despite the repeated reprocessing attempts. The scope was never used on a patient at any point during this process. A hygiene microbiological investigation (hmi) was initiated following the second positive moraxella result. No patients were involved in association with this event. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 based on the results of the investigation, the complaint could not be confirmed by olympus. The subject device meet all specification. The most probable cause was determined to be cause traced to user. Without detailed cleaned, disinfected, sterilized (cds) information and hygiene microbiological investigation (hmi) results from the customer, olympus was unable to correlate any possible lapses in reprocessing with the device status. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.